Event description:
The customer reported that he sometimes has a bleeding from the urethra after catheterization. He complains about the sharp edges of the catheter eyes (holes).

Manufacturer narrative:
One sample was returned and evaluated. No deviations could be found either on the returned sample or in the batch documentation. If additional information becomes available, a follow up report will be filed.